Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned-reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 28-mar-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling tired and customer stated she had contacted the doctor; customer was currently at the doctor's office at the time of the call. Note 2: manufacturer contacted customer in a follow-up call on 02-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No additional medical intervention was reported. Note 3: manufacturer contacted customer in a follow-up call on 03-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer did not provide the results of concern. The customer does not know their expected blood glucose test result range. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1 : 121 mg/dl date: (B)(6) time: 8:15am fasting, result 2 : 110 mg/dl date: (B)(6) time: 8:14am fasting/, result 3 : 142 mg/dl date: (B)(6) time: 4:53pm not sure , result 4 : 110 mg/dl date: (B)(6) time: 8:52am fasting/ , result 5 : 119 mg/dl date: (B)(6) time: 9:01am fasting/.